Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn (B)(4)) failed the self-test was confirmed based on the event log review and during functional testing. The possible root cause of the reported issue was the defective danfoss module and wire harness, likely attributed to an aging device. The console was manufactured in november 2010 and is 11 years old, well past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. Event log data review was performed and showed a tcmid:02 (ce danfoss error) error message around the event date, thus confirming the reported complaint. The console failed functional testing during the power-on-self-test (post) due to the tcmid:02 error message, thus confirming the reported complaint. The possible root cause is a defective danfoss module and a wire harness defect. The defective danfoss module controller and wire harness assembly were replaced to remedy the fault. Following service and replacement of the defective parts, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During device check, the customer reported that the thermogard xp ivtm system (sn (B)(4)) failed the self-test. No further information was provided. No patient involvement.